Manufacturer narrative:
An event of hemorrhage/bleeding, cardiac perforation and pericardial effusion were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event of pericardial effusion could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer amulet delivery sheath. During procedure, the operator experienced difficulty positioning the device due to patient anatomy and several attempts were needed prior to releasing the device. The device was reportedly recaptured but it could not be confirmed if it was a complete recapture or how many times it was partially recaptured. The patient was administered heparin after the transseptal puncture. The patient's activated clotting time (act) levels were around 300 seconds. It was reported during procedure, the patient experienced pericardial effusion and a pericardiocentesis procedure was performed. Later, it was reported a few hours later, the patient experienced pericardial effusion a second time. Due to continued bleeding, a decision was made to perform open heart surgery to treat the issue and found the device had perforated the left appendage. It was reported the device was explanted on (B)(6) 2023. The patient status was reported as stable.